Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery "on" 2017. Patient presented for a post op visit "in" (B)(6) 2018 with loss of best corrected visual acuity (bcva) in both eyes past the point of refractive stability period. Bcva from (B)(6) 2017: right eye pre-op: 20/20, -6.50 x .00 x 90, left eye pre-op: 20/20, -6.75 x -.50 x 130. Bcva from (B)(6) 2018: right eye post-op: 20/30, .00 x .00 x 90, left eye post-op: 20/30, .00 x .00 x 90. Patient had enhancement treatment on (B)(6) 2018. Then presented 9 months post op ((B)(6) 2018) reporting a new floater noticed in left eye the day before with no flashes. Dilated fundus examination (dfe) showed retinas flat and intact 360 degrees in both eyes. Surgeon discussed symptoms of retinal detachment. Surgeon reported patient likely experiencing posterior vitreous detachment (pvd) in left eye and was advised to repeat the "dfd" within 4-6 weeks.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.